Event description:
User alleges that pt reported air leakage. The tracheostomy tube had been inserted in 2005. Due to pt report the tracheostomy tube was replaced in about 3 weeks later. Upon removal of event tracheostomy tube it was noted to have a slit in the tube near the underside of the flange area.